Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display or audio/beep anomaly noted. Device passed the displacement test, rewind, basic occlusion test, self test, a21 error test and the delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, a partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 460 mg/dl and the blood glucose at the time of incident was 200 mg/dl. Customer was treated with the manual bolus. The customer was advised to go the nearest hospital. The device will be returned for analysis.